Event description:
It was reported that the patient presented follow-up with episodes of post-paced t wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were made. The patient was stable.